Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During implantation surgery on (B)(6) 2025 the surgeon had a hard time inserting the electrode array. He managed to insert it, but in situ measurements showed channels 1-5 affected by high impedance.

Manufacturer narrative:
Additional information: according to information received from the field, in situ measurements since implantation surgery indicate that the five most apical channels show a high impedance (hi) status, likely due to damage to the active electrode sustained during the implantation procedure, which was reported as difficult. Revision surgery is under consideration; however, no date has been scheduled yet.

Event description:
During implantation surgery on (B)(6) 2025, the surgeon had a hard time inserting the electrode array. He managed to insert it, but in situ measurements showed channels 1-5 affected by high impedance.